Event description:
Patient reported the lancet device does not retract into the softclix lancet device. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. The softclix system: lot not provided.

Manufacturer narrative:
The suspect product is the softclix lancet.